Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "comparison of metal ion levels in patients with hip resurfacing versus total hip arthroplasty" written by craig w. Forsthoefel, nicholas m. Brown, and mark l. Barba published by journal of orthopaedics 14 (2017) 561-564 published online 31 august 2017 was reviewed. The article's purpose was "to compare metal ion levels, revision rates, and functional outcomes in patients with either conventional metal on metal tha or hip resurfacing, in constructs utilizing identical acetabular components, and similar femoral implants." Data was compiled from tha implants of 64 patients (39 male and 25 female) with age range 38-93 years old and resurfacing implants of 34 patients (29 males and 5 females) with age range 45-76 years old. All tha patients received a depuy stem utilized in conjunction with non-depuy heads and non-depuy acetabular components. All resurfacing was non-depuy products. The article does not specify which products are associated with the adverse event, and it does not provide adequate information to determine accurate quantities. Depuy products utilized: corail stem. Adverse events associated with tha group: blood heavy metal increased (metal ion detection ranges of .60 to 31.90 mcg/l for both co and cr), revisions for pain, trunionosis, infection. No discussion or mention of debris or particles.